Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The pump started alarming that sensor glucose was 2.2 and blood glucose was 13.4 caller has treated for blood glucose with pump. She tried to calibrate when sensor glucose was 4.7 and blood glucose was 10.1mmol/l caller stated that pump did suspend because of low. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.